Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04659 / 04660).

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metal debris. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2014. Operative report noted the presence of fluid, debris and a fractured trochanter. All components were removed and replaced.